Event description:
It was reported that there was catheter dislodgement in (B)(6) 2011. Per patient, "there was a skin over growth intrathecal space." Additional information has been requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient's symptom which related to the event was "spasticity that was not optimally controlled". Additionally reported, upon performing the catheter revision, the catheter was found to be pulled out of the intrathecal space and coiled in the epidural space. The medication delivered via pump and catheter was lioresal.

Event description:
Additional information: the health care provider (hcp) reported that the cause of the dislodgement was unknown. Made dosage adjustments and it was observed there were no effects when 20-30% adjustments were made. The hcp suspected an issue with the catheter. A screening x-ray was performed and found the catheter dislodged. A catheter revision was done (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).